Manufacturer narrative:
(B)(4). The device was returned for evaluation. A visual exam was performed and it was observed that the cuff was not fully sealed or glued properly to the airway tube. A leak test was performed in water to confirm the failure. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint was confirmed. The root cause of the failure was determined to be manufacturing related. The area of leakage was not glued properly. The manufacturer reports that all lma gastro cuff pilot operators were made aware of this issue.

Event description:
Customer complaint alleges "the clinician was prepping the lma gastro for use in the gi suite. He attempted to remove the air from the device. The cuff immediately re-inflated". Alleged defect detected prior to use. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "the clinician was prepping the lma gastro for use in the gi suite. He attempted to remove the air from the device. The cuff immediately re-inflated". Alleged defect detected prior to use. Patient condition reported as "fine".